Manufacturer narrative:
The post market surveillance department has reviewed medical records. A serious injury of bacterial and fungal peritonitis is being reported as the pt was using the liberty cycler at the time of diagnosis. This is a pt with history of esrd on home peritoneal dialysis using the liberty cycler; reportedly, pt suffered an event of peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. Per the pt's pdrn, he did not follow correct aseptic technique while performing peritoneal dialysis. This event of peritonitis may have resulted from use error, and has been reported as a serious injury MDR. The pt was also being treated at the same time for a fungal infection of his stump, location not reported. Previous use of antibiotics, such as to treat a stump infection as in this event, would predispose to a superimposed fungal infection. A peritoneal fungal infection is an indication to remove the pd catheter. There is no relationship between the liberty cycler and the diagnosis of bacterial and fungal peritonitis. There is no history of device malfunction. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2014, the pt presented to the emergency room with 5 days of a poorly functioning pd catheter. He was taken to surgery the same day for troubleshooting of the pd catheter with repositioning, laparoscopic lysis of adhesions, evacuation of an old clot and dialysate. On post-operative day #1, pd treatment was attempted and was unsuccessful. The pt developed abdominal pain and was found to have fungal and bacterial peritonitis. He was started on antibiotics and antifungals. His potassium became dangerously elevated and he was converted to hemodialysis. On (B)(6) 2014, a udall catheter was placed through which he received hemodialysis. On (B)(6) 2014, his infected pd catheter was removed. On (B)(6) 2014, a left arterial-venous graft and a left internal jugular cannon catheter were placed for future hemodialysis and the udall catheter was removed. His blood cultures were negative. There were no pd fluid culture results or potassium levels reported in the pt record. On (B)(6) 2014, the pt's pdrn stated the pt was diagnosed with yeast peritonitis on (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash his hands and did not don a mask. As of (B)(6) 2014, the pt continues in-center hemodialysis treatment without any issues, and the pt's signs and symptoms of peritonitis have resolved.